Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they received sensor error. The customer's blood glucose level was 463mg/dl. The customer treated the highs with the pump. Troubleshoot was conducted. The customer was advised the meter was not functioning as designed. The customer was advised to return the meter.